Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. The other device was evaluated in the field and the issue was confirmed; the device had alignment issues. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction event(s), where it was reported the brakes wouldn't engage or were difficult to engage. There was no patient involvement.